Event description:
Customer reported durapore tape was used to secure gauze dressing over peritoneal dialysis catheter site. Alleged redness and itching occurred and progressed to a red raw skin irritation with continued use. Reported skin infection occurred and was treated with oral antibiotics (could not remember name) and triamcinolone cream. Reported skin irritation was 100% better in 3 days and has totally resolved.

Manufacturer narrative:
No evaluation can be performed. Complaint type is being monitored and analyzed.